Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 6944-65 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that within a day after aortic valve replacement surgery, the right atrial lead had non capture and undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.